Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed, irrigated and implanted with a tactra penile prosthesis. There were no device performance issues associated to the explanted device. The patient fully recovered following the procedure.